Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit on-site, where the issue was confirmed. During troubleshooting, the expiratory channel printed circuit board (pcb), the expiratory cassette, the expiratory channel connector pcb, the expiratory valve coil, and the o2 gas module were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirms the reported issue with the failed flow transducer test. All the replaced parts, except for the expiratory cassette, were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. The returned parts were then placed into a reference ventilator for simulated use testing. During simulated use testing, the puc passed. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After ventilation, several pucs were performed, and all of them passed. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).